Manufacturer narrative:
The insulin pump was received with a blank display due to battery tube power connector not connected properly to j7/pcb 1. Connected the power connector and continued testing. The pump passed the displacement test. The pump was also received with scratched case, pillowing keypad overlay, case cracked behind the pump near the battery compartment and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on back of the insulin pump and battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.